Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00710. It was reported one of the patient's leads migrated. Imaging confirmed the issue. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issues resolved. Please note: it is unknown which lead is liable. Therefore, all suspected devices are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00710.